Event description:
It was reported that the patient was not a candidate for a transplant due to body mass index (bmi) and right ventricle (rv) failure had progressed with associated low flows. The patient was treated with inotropes and transitioned to hospice care. The rv failure was due to genetic cardiomyopathy. The patient subsequently expired.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event could not be confirmed as log files covering the reported event date were not available for analysis. Information received from the site indicated that the patient's right ventricle (rv) failure had progressed, and the patient was treated with inotropes and transitioned to hospice care; the patient subsequently expired. Of note, it was reported that the rv failure was due to genetic cardiomyopathy and the patient was not a candidate for a transplant due to body mass index. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, rv failure and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.